Manufacturer narrative:
The device was rec'd on 12/23/2013. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that the tubing separated from the arm of the distal clave y-site. An unspecified volume of solution leaked. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.